Manufacturer narrative:
Conclusion and justification status for MDR: the instruments were submitted assembled. The investigation could not separate the instruments with manual effort. A two year search of the complaint database against product codes 201103029 and 961671 did not reveal any trends of inability to separate the mating instruments. The root cause could not be determined. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The post got stuck in the femoral broach reamer.